Manufacturer narrative:
On january 15, 2021, the mentor failure analysis lab received the device for evaluation. On january 20, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2020, mentor became aware that the patient's implant explantation surgery was updated to (B)(6) 2020. On december 31, 2020, mentor became aware that the patient has undergone bilateral replacement with the following devices: (left) 550cc mentor smooth round moderate plus profile saline catalog: 3502550 lot: 9519551 sn: (B)(6) and (right) 550cc mentor smooth round moderate plus profile saline catalog: 3502550 lot: 9502538 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2020, mentor became aware that the patient was scheduled for implant explantation surgery and replacement with an unspecified mentor saline implant on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.